Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was duplicated. During testing, the returned battery would not power on the unit. The device was determined to be functioning as expected, and the shutdown condition was attributed to the failed battery. Spare batteries should be avaialable in accordance with our instructions for use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.